Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used/location of suture placement? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? What tissue dehisced? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Onset date/time of dehiscence? (# post op days). Please describe any surgical intervention required for the wound dehiscence including date and findings. Please describe the appearance of the suture during the second procedure. Were there any precipitating stress factors for the sutures untying, breakage or pulling out of the tissue? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product code and lot number for each stratafix suture? Note: events reported in 2210968-2022-05909. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m.

Event description:
It was reported that a patient underwent a hiatal herniorraphy procedure on an unknown date and a barbed suture was used for closure. Three weeks post-op, the patient experienced an abdominal wound dehiscence. Event was described as patient bent over while at a coffee shop and the abdominal incision completely dehisced. The patient ended up in the emergency room and was currently in ICU following additional bowel resection and abdominal wash as bowel was contained in shopping bag upon arrival to hospital. The doctor mentioned that the attending surgeon described that the suture had captured a portion of the small bowl midway through lumen which fused it to the abdominal wall. A partial bowel obstruction was present along with fistula formation at base of incision. The surgeon did not place blame on the barbed suture but has requested that closure technique be reviewed with the residents. The surgeon believes the terminal bites which were thrown by resident to lock stitch were the cause of bowel being captured which ultimately led to the undesired outcome. Additional information was requested.